Manufacturer narrative:
A patient, 68 years old, was positioned head first supine, for l-spine examination with the sense spine coil. More than 1 hour after the examination, the patient experienced a burn. The patient sustained a left anterior lower leg blister approximately 2 cm in size. The additional information was reviewed and included 2 digital photos of the patient's left anterior leg and burn area. The area appears larger than 2.5 cm in size and is circular with erythema surrounding the area. It looks from the photo the burn is through the superficial epidermis layer. The area appears to be the area where the reported blister was. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The reported injury, third degree burn, with blister larger than 2.5 cm in size, circular with erythema, most likely occurred due to contact between the patients skin and the coil cable. Even though it was stated that the padding was used to prevent skin-cable contact, the customer could not confirm if the coil or coil cable were close to the affected area and it was not known where the padding was exactly placed to avoid contact between the patient and the coil cable. The customer refused to disclose if there was any other object near the affected area. Contributing factors to this event are as follows: the patient was elderly, which can influence the patient¿s thermoregulatory capability.

Event description:
Philips received a report that during an l-spine MRI in the head first supine position, the patient experienced a burn. The patient sustained a left anterior lower leg blister approximately 2 cm in size. The additional information was reviewed and included 2 digital photos of the patient's left anterior leg and burn area. The area appears larger than 2.5 cm in size and is circular with erythema surrounding the area. It looks from the photo the burn is through the superficial epidermis layer. The area appears to be the area where the reported blister was. This reported event meet the criteria for a serious injury.